Event description:
Olympus (omsc) was informed via repair request that the high-definition liquid crystal display (lcd) monitor power does not turn on. The customer reported problem was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer reported problem, device fails to start up due to a defective circuit board. The inspection also noted there are screen stains due to lcd panel failure. The screen has scratches, and the screen frame has a crack. Additional information was requested from the customer regarding the details of the reported event is pending. The investigation is ongoing; therefore, the cause of the customer event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This supplemental report was submitted to provide additional information of the event and to provide the legal manufacturer¿s investigation results. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The device has no repair history for the past year. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. Based on the investigation results, the legal manufacturer presumed g1 circuit board caused the reported issue, however, the cause of the defective g1 circuit board cannot be conclusively determined. Olympus will continue to monitor complaints for this device. To mitigate the risk of device damage, the instructions for use provides the following warnings: do not press hard on the screen, scratch it, or place anything on it. Doing so can cause irregularities on the screen or damage lcd screen. This product is heavy, and caution should be exercised when installation. The product may be damaged or injured by workers. Make sure that the unit is securely attached to lcd arm. Otherwise, the product may fall, causing injury to personnel or damage to the product. Use an arm that can withstand the weight of the product. The product may fall or fall, resulting in injury or damage to the product. The attachment status of the product should be checked approximately once a year. If the product is not installed correctly, it may fall and cause injury or damage. Do not place the device in a mobil workstation that is not specified in the instructions for use of the product. The mobil workstation may fall, cause injury, or damage to the product or the device on the mobil workstation.

Event description:
The customer further reported the event was found during inspection before use. The intended procedure was completed with similar equipment. It was confirmed there was no adverse outcome to the patient or procedure.